Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the surgeon closed the jaws on tissue and decided he did not want to fire at that angle. The surgeon then attempted to open the jaws, but the gun was locked and would not unlock. The manual release was pulled several times, but the device would not unlock. Consequently, the surgeon had to go ahead and fire the device. It stapled and cut correctly. They got a new device to complete the procedure. There was no pt consequence.